Event description:
It was reported the patient's ipg failed approximately one month ago (exact date unknown). The ipg was unable to communicate with the charger or programmer. The patient underwent surgical intervention to replace the ipg. Stimulation was resumed postoperatively.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.